Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test, active current test and sleep current test. Unit passed dat test at 0.0870 inches. No over delivery anomalies noted during testing. No unexpected battery alerts during testing. Unit successfully downloaded to thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, no delivery was recorded on 06/16/2022 10:10:33.000 during bolus. Normal low battery alerts occurred on 07/10/2025 12:17:00, 06/28/2025 06:19:00 and 06/28/2025 06:19:00. Battery cycle 122.0 received the lowbatteryalert (104) on 07/10/2025 12:17:00 after more than 7 days at 12.23 days. Battery cycle 121.0 received the lowbatteryalert (104) on 06/28/2025 06:19:00 after more than 7 days at 12.45 days. Battery cycle 120.0 received the lowbatteryalert (104) on 06/15/2025 19:20:00 after more than 7 days at 12.56 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Confirmed 8.4 units of normal bolus was delivered on 16-jul-2025. Pump was cut open to perform visual inspection and found moisture damage on motor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery anomaly, insulin flow blocked/no delivery and charge/battery lasts less than expected were not confirmed. Unable to confirm low bg's. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported insulin flow block alarm, shorten battery life. The blood glucose value at the time of the event was unknown. The event involved product(s) mmt-1880, mmt-394a, mmt-332a. Troubleshooting was not performed. The customer reported that pump was giving more insulin. No further patient complications were reported. No product return is required for mmt-1880. No product return is required for mmt-394a. No product return is required for mmt-332a.